Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t u100 25g 5/8in hub separated during use. The following information was provided by the initial reporter: material no.: 329651, batch no.: 0105179. It was reported that consumer that when removing the shield the needle was missing, and feels like the needle may be stuck inside the shield.

Event description:
It was reported that syringe 1ml s/t u100 25g 5/8in hub separated during use. The following information was provided by the initial reporter: material no.: 329651 batch no.: 0105179 it was reported that consumer that when removing the shield the needle was missing, and feels like the needle may be stuck inside the shield.

Manufacturer narrative:
H.6. Investigation: DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Since no samples displaying the reported condition were received no defects could be confirmed and the root cause could not be determined.